Event description:
The customer stated that a patient arterial line was disconnected and was bleeding out, but there was no pressure disconnect alarm. The alarm had been turned off.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.